Event description:
It was reported to medtronic minimed that the customer experienced battery cap piece fell off (recall), batteries had rejected in the past 1 or 2 times, plastic above screen fell off, clip was loose. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1780kpk. Customer reported damage to the belt clip. Customer reported battery cap damaged, lost, or requesting a spare. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for acc-1601. It was unknown whether the customer will continue the use of the device. No product return was required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. Unit passed the active current test, sleep current test, and self-test. Unable to perform displacement test due to re-occurring pump error 37. No failed battery alarm noted during testing. Pump was downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test was not found in history files on or near event date. Pump error 37 occurred on 06/26/2024 06:51 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, motor assemblies. The following were noted during visual inspection: corroded battery tube, scratched case, missing display window cover, stained keypad overlay, broken belt clip rails, cracked belt clip rails, pillowing keypad overlay, fading serial label, battery cap contact missing. P-cap was attached and locked into place properly. Fail battery test is not confirmed. Cosmetic damage is confirmed at the battery cap. Pump error 37 is confirmed due to moisture damage on the motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.